Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited rising, unstable and high thresholds and non capture. The implantable pulse generator (ipg) exhibited a data recording issue in the form of atrial events with no qrs waveform complex. A header issue was also suspected on the ipg. The rv lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.